Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro self-activated and began overheating in the patient's leg even though the activation toggle switch was confirmed to be in the "off" position. Staff immediately unplugged the unit and removed from service. No troubleshooting was performed. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).